Manufacturer narrative:
(B)(4).

Event description:
Information was received from a health care provider (hcp) and consumer through a manufacturing representative. The system was delivering dilaudid 10 mg/ml at 1.997 mg/day and baclofen 130 mcg/ml at 26 mg/day. The lot numbers were unknown. The indications for use were non-malignant pain and other non-malignant pain. The pump was replaced due to normal battery longevity, and the catheter was confirmed as patent then. The patient was very dependable and had no issues with the pump. The neurosurgeon that did the pump replacement was not suspecting any pump issue. The patient was doing fine prior to replacement. However, the manufacturing representative reported that the hcp believed the patient experienced intermittent times of being very clear headed and at times "a bit out of it" like she was receiving too much drug. The phase of being "out of it" overwhelmed and not wanting to talk to people would last about an hour. The patient was sensitive, and it may have had something to do with it. The patient was not undependable with oral medication. Further information from a hcp stated that the patient first started experiencing these episodes in (B)(6) 2010 (cont radicting the manufacturing representative's report that the episodes occurred prior to pump replacement). The patient had a medical history of intractable chronic pain with diagnosis of loin pain, hematuria syndrome with chronic urinary tract infections, and had the pump for 20 years without issues. The patient had concomitant medications of norco 10/325, xanax, compazine, topamax, protonix, prozac, amitriptyline, meloxicam, phazyme, and albuterol. Follow up regarding the timeline, cause, diagnostics/troubleshooting, act ions/interventions, and outcome was conducted. If additional information becomes available, the event will be updated.